Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was stated that complaint of alarm error code confirmed through motor test. Replaced cam shaft sensor. Performed dso/uso sensor calibration. Performed pvt, unit passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported during testing that the pump goes to alarm 41622 during motor test. There was no patient involvement and harm.